Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ non penetrating nick (stresses marks). No further actions are required as the device was implanted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture of the device on the ultrasound exteriorization of the silicone." The device has been explanted.